Event description:
One pt with discrepant potassium results. Initial result 4.9 meq/l, repeat 3.9 meq/l. Initial result was not reported. Field svc rep determined defective syringe seals to be the cause and replaced the seals. Performance tests were performed.